Event description:
In 2008, the pt underwent the surgery with the hoffman micro. (Distraction osteogenesis) at about two months later, when checking each of the screws by tightening them with the wrench, one of the screws broke. (The screw for locking the pin). It was also reported that there was no unnecessary high force to tighten the screws. In the next day, the surgeon changed the clamp to new clamp.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.